Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent was reported via phone call that, the insulin pump had blank display screen and insulin pump was not working. The blood glucose was 279 mg/dl at the time of the incident. Customer was unable to troubleshoot the high blood glucose due to insulin pump not turning on. Troubleshooting steps were guided for blank display screen. Customer got a low battery message and he replaced the battery and it said low battery then the screen went blank when he tried to bolus. Customer advised to replace and discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to missing battery tube spring. Unable to confirm unexpected battery out limit, low battery alert and unable to perform any tests due to blank display. Insulin pump was received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.